Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues arose.